Manufacturer narrative:
(B)(4). (B)(6). Reporter¿s complete address was not provided as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) on the service order that the attachment device became unusually warm. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 1045834-2016- 12361 is a duplicate of MFR# 1045834-2016-12252. Reference of MFR# 1045834-2016-12252 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.